Event description:
The catheter was inserted on 6/22/94. The first dressing change was on 6/23/94. On 6/26/94, during the dressing change, the catheter broke at the junction where it meets the molded wing. The catheter was secured and repaired, and remains in the pt. No pt injury resulted.